Event description:
Aventis case ID: (B)(4). Initial report received on (B)(6)-2007 from a dermatologist. A (B)(6) male pt with ongoing treatment for (B)(6) infection, received also at the end of 2007, 2 courses of poly-l-lactic acid (newfill) injections in nasogenial crease. On (B)(6)-2007, the pt received a first injection of poly-l-lactic acid (newfill) (batch number a6015) by subcutaneous route in nasogenial crease and a second injection (batch number a6015) on (B)(6)-2007. Ten days after the second injection, the pt presented with nodules as acneic lesion? Next the area of the last injection. It was not mentioned if corrective treatment was initiated. At the time of this report, outcome was ongoing. Further info had been requested. (B)(4).